Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 04/08/2010. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is twenty three of thirty nine.